Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix was failed to extend and the physician believed that the electrode was damaged. The lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of ¿the left ventricular electrode s deformed ¿was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the s- curve was deformed consistent with procedural damage. X-ray examination found the inner coil was stretched at the distal region consistent with procedural damage. The cause of the reported event is consistent with procedural damage.

Manufacturer narrative:
Correction: b5 and h6 section was updated.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead was damaged and unable to enter the blood vessels. The lead was not used and replaced. The patient was in stable condition throughout the procedure.